Manufacturer narrative:
An onsite evaluation of the thermogard xp ivtm console (sn (B)(4) was performed by a zoll service technician. The reported complaint of tcmid:06 (ce post failure) error message on the display was confirmed during functional testing and review of the event log. The root cause was likely due to user error due to the coolant was below the minimum on the coolant reservoir. During visual inspection, no physical damages were observed. The event logs were reviewed and confirmed the occurrence of the tcmid:06 error message during the customer reported event date; thus, confirming the reported complaint. In addition, review of the event logs showed mid:09 (air trap assembly), however was cleared by the user. The probable cause of mid:09 could be due to the condensation liquid from the air trap outer surface or an unknown object blocking the sensor detector path. During functional testing, the console displayed tcmid:06 upon power up. Following this, it was observed that the coolant level was low. After filling the coolant reservoir with coolant, the thermogard console was re-evaluated and passed all the functional tests without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no history of complaint reported for thermogard ivtm system with serial number (B)(4).

Event description:
During setup for patient use, the thermogard console (sn (B)(4) displayed tcmid:06 (ce post error) error message upon power up. The user rebooted several time but was unable to clear the error message. Following this, the console was replaced and continued with ivtm therapy. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown.